Event description:
Patient had a codman hakim programmable shunt placed in (B)(6) 2015. The patient received a bilateral softband and fitted a sound processor on the left side (B)(6) 2015. The parents of the patient noticed some swelling. The patient was sent to the emergency room and had an emergency shunt revision (B)(6) 2015. It was determined that the valve of the shunt malfunctioned. The malfunction was unrelated to the use of the soft band.